Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr system or coils used. The blistering is caused by skin-to-skin contact. No padding was used to avoid skin-to-skin contact between the patient's hands and thighs. It was reported that the patient tucked his hands under his buttocks during the examination. As contributing factors for the observed injuries were observed: - two scans just above high sar were administered. - the patient was sweaty, which facilitates an rf loop. - the examination room temperature was higher as specified in the instructions for use.

Event description:
Philips received a report from a customer related to a patient heating incident with an ingenia 1.5t mr system. A patient was scanned for an MRI examination. Sometime after the examination 3rd degree blisters developed on both the patient's hips and thumbs.

Manufacturer narrative:
Response to FDA request MDR#3003768277-2018-00018, (B)(4)